Event description:
Hypoglycaemia [hypoglycaemial] "hypoglycaemia" concerns a male patient (age unknown) who was treated with novorapid flexpen 3 ml (insulin aspart) (start and dosage unknown) and protaphane flexpen (start and dosage unknown) due to diabetes mellitus (type and duration unknown). The patient was reportedly treated by an emergency physician for a morning episode of hypoglycaemia at an unknown date. The overall outcome ws not reported. Analysis reply: product: novorapid flexpen 3 ml 100 e/ml lot no: rh70186 the returned product was examined visually. Furthermore, the parameters identify, assay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications.